Manufacturer narrative:
(B)(4): visual examination of the returned device revealed the balloon catheter was returned with the guidewire is stuck inside the lumen. There is 115cm of the guidewire extending out of the tip and 55cm of the guidewire extending out of the guidewire exit notch. The shaft is buckled/accordianed 10-15cm distally from the guidewire exit notch. The outer diameter of the non-bsc guide wire met specification for a compatible guide wire to the device . Due to the buckled shaft, the guidewire was unable to be removed from the balloon catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the balloon catheter entrapment occurred. The target lesion was in the posterolateral (pl) artery. A maverick 2 monorail 15mm x 1.5mm balloon catheter was advanced over a non-bsc guide wire. Following inflation of the balloon, the balloon catheter became stuck on the wire. The balloon and wire able to be removed and exchanged for a new balloon and wire. No patient complications were reported and the patient's status is ok.